Event description:
It was reported to boston scientific corporation in 2008 that a speedband superview super 7 was used during a gastroscopy procedure on the day before. According to the complainant, distal varices were identified for banding and full "red out" was achieved, with the band being deployed successfully. Subsequently, it was reported that the band "then fell off," causing the varix to rupture, which resulted blood loss. The patient was then injected with adrenalin, which allowed the patient to stabilize and then was transferred to ICU.

Manufacturer narrative:
The complainant was not able to provide the batch number of the device; therefore, the device manufacture date is unk. According to the complainant, the suspect device was discarded. A device analysis cannot be performed, therefore, the cause of the reported is undetermined. The june, 15-month band ligation product family complaint trend report, inclusive of all failure modes, was reviewed, no unfavorable trend was noted.